Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -10.00 into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, longer length and the problem was resolved. Status of the eye: "asymptomatic". The reporter indicated the cause of the event was a patient related factor and the device failed to perform as intended. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_ 13.2 implantable collamer lens of diopter -8.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, longer length and the problem was resolved. Status of the eye: "asymptomatic". The reporter indicated the cause of the event was a patient related factor and the device failed to perform as intended.